Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the reservoir had a leak and a broken tubing requiring replacement of the reservoir and reconnection to the pump and cylinders. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.